Event description:
It was reported that during the operation, leakage of the air bag was found when using the suction-type tracheotomy intubation tube and fittings. These were immediately replaced, resulting in prolonged operation time and increased surgical risk for the patient. There was patient involvement and no harm reported.

Manufacturer narrative:
Investigation summary: 1 used unit received at mmuc - decontaminated per internal procedures. Inflation test performed - issue confirmed. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.